Event description:
The doctor applied the fixator in november as a static frame for treatment of an ankle fusion. He applied a cd module on the frame as well. At a follow-up visit, the doctor noticed that the posts on the fixator body, that attach the cd module to the fixator, had bent. One month later, the patient was brought into the or for additional bone grafting and to replace the fixator. The doctor used the same fixator model but did not utilize a cd module.